Event description:
User facility reported that the device listed was in situ for an unknown amount of time when the eyelet of the tube broke. No permanent adverse effects reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.